Event description:
During a laparascopic appendectomy, the safety shield did not engage. Mesenteric bleeding occurred and another device was used to control hemostatis. The procedure was completed without further incident. There was no other reported pt consequence.